Event description:
Overdelivery reported. The pump was set to infuse an unspecified hydration fluid at 100 ml/hr. Approx one hr later, the nursing supervisor checked the pump and noted the 1000 ml i.v. Container was empty and the display indicated the infusion rate to be 999 ml/hr. No alarms occurred. No power loss was reported. It is not known how the rate was changed from 100 ml/hr to 999 ml/hr. However, the rptr states tampering is possible since he nursing care facility is "open" and visitors and residents are able to walk around to "pt rooms due to "no restraint laws." The pt had been dehydrated and no adverse effects from the rapid delivery were observed. Two days later, the pt developed congestive heart failure. Her physician did not relate this to the overdelivery because there were no symptoms for two days. According to physician reports to the source, the pt later expired due to her terminal disease state.